Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the case was cracked around the belt receptacle and the u604 processor was defective. The cause of the inability to power on is the defective u604 processor. The cause of the defective processor is the damage at the receptacle. The root cause of the damage at the receptacle is excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.